Event description:
It was reported that during a ureteroscopy procedure for kidney stone, when the fiber was attached to the console, the aiming beam did not appear. The technician thought this fiber may had a fracture. Due to this, the procedure was completed using another fiber. There were no patient complications.